Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Additional information from importer report: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, permanent injury and incontinence.

Manufacturer narrative:
(B)(4).